Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed to the iol. Additional observations were as follows; iol returned in three (3) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and not returned. The other haptic is broken/torn and is adhered to the optic surface with solution. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. A small segment of the optic edge is broken/torn and is adhered to the optic surface with solution. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint could not be determined. No malfunction has been indicated against the product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported and intraocular lens (iol) was removed due to blurry vision.